Manufacturer narrative:
Final analysis was normal. No anomalies were found. The initial medical device report was submitted via an alternative summary report on (B)(6) 2017 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).

Event description:
New information on (B)(6) 2018 stated that the device was explanted. No further information was available. The initial medical device report was submitted via an alternative summary report on (B)(6) 2017 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).